Event description:
The graft "oozed" an unk quantity of blood, for approximately 14 minutes, from the area of the bifurcation. The dr stopped the leakage with a suture. The graft was left in. The pt is doing fine.